Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens implant procedure, the patient experienced glare and halos which make the patient unable to see. The lens was later exchanged with a monofocal lens in a secondary procedure. Additional information has been requested.